Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacement indicator) battery status sooner than expected. The ICD was removed and returned to guidant for analysis.